Event description:
Ureteral stent was inserted over sensor guide wire. When guide wire was withdrawn it was tight. The hydrophilic tip separated from the guide wire and could not be located. Physician thought it was in the genito-urinary system. If excreted with urine, no further action needed. If not expelled within 6 weeks, retrieval procedure will be indicated.